Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen. During troubleshooting with tandem technical support, the customer successfully cleared the frozen screen. Subsequently, the pump reset unexpectedly. The customers blood glucose was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.